Event description:
The contact stated the customer tested his blood glucose one evening and received a reading of 230 mg/dl. The customer took some extra insulin and went to bed. The next morning at 5:00am the contact thought the customer was having a seizure and paramedics were called. The customer's glucose was tested using his contour meter and the reading was 270 mg/dl. Paramedic's arrived within 10 minutes and received a glucose reading of 30 mg/dl using their meter. The difference between readings falls in the "e' zone of the parkes error grid, making the difference clinically significant. The customer was treated with glucose. The paramedics stayed until his glucose came back up. The contact stated the test strips had just been opened, and she did not want to return them. The meter will be returned for eval, and the customer was sent a breeze 2 meter kit.